Event description:
Initial result from a pt tsh was 0.093 uiu/ml. When repeated, the result was 4.30 uiu/ml. The incorrect result was not used to guide pt therapy. The field svc rep was unable to confirm any malfunction of the system.